Manufacturer narrative:
If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that "pt called to report that he is experiencing pain ever since he got it. Dr is telling him that it is all fine. He has received shots for the pain and it helped at first, but not after that."